Event description:
Pt post op in ICU on ventilator. On 11/30 at approx 13:30 the ventilator alarmed "vent inop" and powered off. ICU and cardiopulmonary personnel responded immediately with manual ventilation and exchanged ventilator. Pt tolerated the event with no injuries. Biomed evaluated ventilator and recorded the following alarm history. 5 identical alarms were recorded: "e94 11/30/99 01:37 pm, mpu exhalation flow transducer zero exceeds +/- 75 lpm-check zero." Alarm also occurred at 1:41, 1:43, 1:44 and 1:46. Contacted nellcor-puritan bennett.